Manufacturer narrative:
The data acquisition (da) board was not replaced. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards.

Event description:
The customer called into technical support (ts) reporting that the device has touchscreen issues. Unable to reset the alarm reset and alarm silence buttons on touchscreen display. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Customer states touchscreen is fully operational other than the top left corner. Customer went to touchscreen diagnostics, found unit did not respond to touch on the top left of screen. Customer requested part number for replacement touchscreen. The customer replaced the data acquisition (da) to resolve the reported issue. The device passed required performance verification tests per philip¿s standards.